Event description:
The physician was attempting to retract the cutting wire into the sheath to reposition the cutting wire, when "it was orient the cutting wire in a different direction which the physician didn't expect". The device was removed from the scop and it was noted that the cutting wire had become bent after retracting it into the sheath. The procedure was completed with a second device and there were no clinical consequences. Analysis of the returned device found that the cannulating wire movement was misaligned from the incorrect placement of the mandrel during device packaging.

Manufacturer narrative:
Cannulating wire movement out of specification. A device history record review revealed no related issue to the reported event. Residue was observed on the returned device, indicative of use. Analysis of the returned device found that the cannulating orientation was within specification. The cannulating wire movement was misaligned likely due to the setting of the distal tip curve during sterilization from the incorrect placement of the mandrel during packaging. Further inspection of the exposed cutting wire when the device was bowed, handle expanded, noted that the cutting wire was not completely pulled out of the handle to remove the slack. A functional evaluation found that the device failed to meet the bowing specification due to the lack of tension in the cutting wire. The gap between the cutting wire and the brown band on the extrusion was approximately 5 mm, greater than the product specification. The cutting wire appears to be bent due to the excess bow. The most probable root cause of manufacturing was assigned to the event was manufacturing.